Manufacturer narrative:
(B)(4). Medical products: unknown femoral component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. Stem extension tapered cemented 14 mm diameter +75 mm length catalog # 42560007514 lot # 65124731. Femur cemented standard right size 9 catalog # 42504606602 lot # 65120624. Customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filled for this event: 0001822565-2021-03196 and 0001822565-2021-03198. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure on post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.